Event description:
When an in vitro diagnostic test was performed by the medical technician on whole blood samples using the system 9100 + hematology analyzer with an auto sampler containing a crown with specimen edta tubes on 5/23/97, the system appeared to sample tube 3 twice and skip tube 4. Repeat testing by the medical technician on 5/23/97 of specimens from tube positions 3 and 4, yielded different results for tube 4. This account does not use the bar code feature of the system 9100 + hematology analyzer, which provides positive identification of pt identification numbers by reading the tube twice, once to generate the work list and secondly before piercing the tube for sampling. Field svc was on site 5/28/97 and at that time replaced the auto sampler sensor printed circuit board, due to what appeared to be contamination on the sensor. After the printed circuit board was replaced, 100 specimens were run with no malfunction of the system. No other reports of this type have been received. The sensor printed circuit board that was removed from the system was returned to biochem for evaluation.